Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/13/2020 d4: batch # t5af37 photo evaluation summary: upon visual inspection of one photo, the following was observed: the photo shows a gold reload from top view, partially fired 2/3 with the deck damaged on the right side near of proximal end. In addition, it possible that the damage to the cartridge is consistent with the device being clamped over a hard object. Based on the photo the event describe of damaged cartridge is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device evaluation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60d cartridge reloads present. The reload (b) was received partially fired 2/3 and with damage on cartridge deck. The reload (c) was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired cartridge is consistent with an incomplete or interrupted cycle. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Reload lot no. Gst60d a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Would not fire. It was reported that during the endoscopic left upper lobectomy surgery, could not fire on the 3rd firing. Changed another gst60d, could not fire farther after fired a half, used manual override lever to return the blade, removed the cartridge, noted the deck was damaged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.